Event description:
Patient was implanted on the right side and underwent a revision surgery due to implant fracture. While getting out of the car patient experienced a persistent pain with a felling of instability in the right hip joint. The x-rays confirmed the fracture of the ceramic femoral head.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional information which was received on jun 10, 2021. The manufacturer received other source documents for review. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that patient was implanted with a sulox head on (B)(6) 2016. Patient, on (B)(6) 2021, when getting out of the car felt a persistent pain, with a feeling of instability in the right hip joint. It was noticed in the x-rays that there was a fracture of the right ceramic femoral head. Patient underwent a revision on (B)(6) 2021. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: two views of the right hip were received for investigation. The x-rays were reviewed by an radiologist. The assessment of the imaging showed a right total hip arthroplasty with cement fixation of the acetabular cup. There does appear to be a fracture of the femoral head on both images. No bony fracture seen. Overall fit in alignment of the implants is appropriate. Normal bone mineralization. Right acetabular inclination angle: 42°. Surgical report: surgical report, undated: a screenshot of an undated surgical report was received - based on the described procedure it is assumed that this is the revision report. The report describes the opening of the joint. After the capsule has been split, several samples are taken from the serous effusion. The capsule is removed as far as necessary. After the hip prosthesis is dislocated it is seen that the stem is well anchored. The ceramic head is fractured in several large and small fragments. The fracture fragments are carefully removed and the wound is intensively rinsed. The inlay is removed from the correctly seated allofit shell and then rinsed. Subsequently, new components are implanted. Product evaluation: visual examination: a total of 5 fracture fragments of the sulox head were obtained. Apart from small gaps, the obtained fracture fragments add up to the complete sulox head. On one of the fracture fragment, the taper bottom and parts of the taper wall can be seen. The taper bottom shows metal smears indicating that the stem taper was in direct contact with the taper bottom of the head. Whether this contact occurred before or after fracture remains unknown. Metal smears are also visible on the taper wall showing the seating pattern of the head taper on the stem taper. The visible seating pattern indicates the proper seating of the sulox head on the stem taper. The metal smears on the remaining fracture surfaces occurred after the head fracture. The insert was also received for investigation and shows signs of usage, damages from the removal and damages as a consequence of the head fracture. Nothing can be observed that could point to a possible contributing factor to the head fracture. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that patient was implanted with a sulox head on (B)(6) 2016. Patient, on (B)(6) 2021, when getting out of the car felt a persistent pain, with a feeling of instability in the right hip joint. It was noticed in the x-rays that there was a fracture of the right ceramic femoral head. Patient underwent a revision on (B)(6) 2021. The seating pattern found during the visual examination indicates the correct seating of the head on the stem. Based on the visual examination and the received radiographs the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. Medical products: durasul, alpha insert, kk/32; catalog#: 01.00013.411; lot#: 2841042a16. Allofit alloclassic shl 56/kk; catalog#: 4247; lot#: 28440180c16. Avenir mueller, stem, lateral, uncemented, ha, 4, taper 12/14; catalog#: 01.06010.104; lot#: 2831471l15. Therapy date: (B)(6) 2021. The manufacturer received x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent a revision surgery due to implant fracture. While getting out of the car patient experienced a persistent pain with a felling of instability in the right hip joint. The x-rays confirmed the fracture of the ceramic femoral head.